Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag for peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was unknown. Beginning (B)(6) 2011, the patient received treatment with injection vancomycin 2 gram, ip, loading dose, injection fortum 1 gm, ip, loading dose, and injection netspan 250 mg, ip, once daily, continuing. The outcome for the event of peritonitis was unknown. Pd therapy was ongoing. The nurse believed the event of peritonitis was unrelated to pd therapy.